Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rejected new batteries. The customer's blood glucose level was unknown. The customer reported that there were scratches on the screen and the casing was cracked. There was a dent below the reservoir compartment and there was unexplained no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a minor scratched lcd window, a cracked battery tube threads, a cracked reservoir tube window and a cracked case at the reservoir tube window corners. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test. Device was received with a normal operating current. Device was monitored for several hours and no unexpected failed battery test or failed battery alarm noted. Also, no missing segment or partial display and no excessive no delivery alarm noted during the testing. (B)(4).